Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit was received with normal operating currents. There was no unexpected turn off during testing. The unit had minor scratches on the lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump has a crack is by the battery compartment and sometimes the insulin pump turns off because of it. Customer stated the damage occurred due to over time use. Blood glucose value is 64 mg/dl; treated by eating lunch. Nothing further reported.